Event description:
A zoll distributor returned battery charger/modem (B)(4) to report that it would not power on.

Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (will not power up) was investigated. As received, the charger/modem was able to power on but would not charge a battery pack. Upon eval, the lcd ribbon cable was loose, which caused the charger/modem to appear to not power on. There was also liquid contamination on the battery board. The cause of the inability to charge a battery pack is the contamination. The root cause of the loose lcd ribbon cable could not be positively identified. The root cause of the contamination is ingress of an unk liquid contaminant. No adverse event resulted from the contaminated charger/modem.